Event description:
Review of resident's clinical record revealed it was documented in the nurses notes of 12-11-97 at 3:30 am the resident was found naked sitting on the floor. It was documented the resident said she slid off the bedside commode chair and there was a small amount of urine on the floor. According to the nurses notes on 12-11-97 at 12:00 pm (approx) 8 hrs after the fall) x-rays were taken. According to the nurses notes dated 12-11-97 at 12:00 pm the x-ray revealed the resident had a fractured the sacral ring (pelvis). Rptr states facility failed to provide the supervision to monitor this resident and prevent the resident from falling.